Event description:
During a hand assisted nephrectomy procedure, the stapler fired across the renal artery. After a few minutes and some more dissecting, the staple line opened up. The bleeding was controlled and there was no immediate patient consequence. The surgeon believed there was a clip in the distal end of the stapler, evidenced by the presence of completely unformed staples in the surgical field. There was no patient consequence.